Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 498 mg/dl and insulin pump had loose drive support cap. Customer¿s current blood glucose was 360 mg/dl. Customer was treated with insulin pump. Customer mentioned that insulin pump had no delivery alert and insulin was exited after the troubleshooting. Insulin pump will not be returned for analysis.